Event description:
It was reported that a patient presented via transtelephonic monitoring. Upon review, the pulse generator exhibited no magnet response on an unknown date. The asymptomatic pacemaker dependent patient presented to the hospital and the device was in back-up vvi mode. The download was performed successfully. The patient would be followed normally.